Event description:
It was reported by the olympus representative on behalf of the customer, the insertion tube in the bending section on the bronchovideoscope had a leak. No patient harm reported. During the evaluation of the device, it was noted the connecting tube coating was peeling due to deterioration. This report is to capture the reportable malfunction of the connecting tube coating was peeling due to deterioration noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to a pinhole on the bending section cover, water tightness was lost. The bending section cover had worn, and the adhesive was detached. The distal end had a dent. The universal cord was sticky and had a scratch. The control unit, up/down plate, scope cover, switch one (1), switch box, angulation lever, forceps channel, scope cylinder, scope connector, and grip had a scratch. The light guide cover glass was sticky. Due to wear of the angle wire, the bending angle in the up/down direction did not meet the standard value. Due to a cut on the bending section cover, insulation resistance value at the distal end did not meet the standard value. Due to damage on charge-coupled device unit, a noise image occurred. The connecting tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the reporter. The issue was found during routine inspection. No patient or procedure involvement.

Manufacturer narrative:
Additional information was received from the reporter. See updated sections b3, b5, e1, e2, e3, g2. Corrected data: h6/hei.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, and so on. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_ warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.